Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl,, when it was removed from the infusion site for treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
No timeouts or drive stalls were seen in the download data and no alarm code was generated. Rerun of the device confirmed no alarm code as well. The phb was inspected and the algorithm acted as expected to respective egv values from the cgm. The soft cannula was observed to be damaged. It is unsure when or how this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.